Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box (bb) shows evidence of cs 064-0001 alarms on (B)(6) 2015. The pump could not be exercised for 24 hours due to cs alarm cs 076-0008 , pump case removed and internal motor failure was found, investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.